Event description:
It was reported, the patient had no stimulation sensation. It was stated that the patient last felt stimulation yesterday and last recharge 10 days prior to event. It was noted that the patient was not getting any boxes when recharging so the antenna locate feature was used and she was getting 54. Consultant ordered replacement product through repair department. A few weeks later, it was reported that the patient was still not getting boxes and had tried to charge all night and didn¿t get any box. The patient reportedly was getting 60's. It was stated that the patient confusing coupling bars with implantable neurostimulator (ins) charge level. Three weeks later, it was reported that there were no concerns with device or therapy. In ¿received assistance¿ box appointment dates of (B)(6) 2013 and (B)(6) 2013 noted. Additional information received reported that there were telemetry issues, and an overdischarge was suspected as the last recharging session was 2 to 6 months prior to report. It was noted that the patient had not turned device on or charged device since (B)(6). It was stated that the patient was going into a procedure to switch rechargeable device to a primary cell because, the patient ¿couldn¿t figure out how to charge.¿ it was noted that the clinician programmer was used to try to read the implantable neurostimulator (ins), but did not get telemetry. It was later reported that devices were kept by hospital and would not be returned.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n347392, implanted: 2012 (B)(6); product type accessory product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).